Manufacturer narrative:
The customer initially reported a service code on the AED. An evaluation determined that the code was related to a connectivity issue within the device. While the original report did not involve patient use and was not considered reportable at the time, further assessment confirmed a malfunction that, if it were to recur, could potentially delay or prevent therapy delivery in a clinical setting. As a result, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and their AED is reporting a service code. They reported that this did not occur during patient use.